Event description:
It was reported in the service report that the foot end is elevated and inoperable. The customer reported tht they did not know if there was pt involvement or if there were adverse consequences to report.